Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient device was explanted as it was not helpful. It was stated that it was unknown when the device began ¿no longer helping assist¿ the patient (event date asked but unknown. The explant occurred on (B)(6) 2019. The hcp wanted to know if the manufacturer was accepting donated patient programmer and it was reviewed repair was no longer accepting donations at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-26 reporting that the cause was due to the spinal cord shifted or twisted so that the leads were not in the right space. The location or intent to return for analysis was unknown by the consumer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was interrogated on november of 2018 the changes were made at her visit and were unsuccessful. The changes did not help her pain and added another sensation and the patient wanted to proceed with an explant. No further information was reported.